Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging to develop cancer. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Investigation observed evidence of water ingress, including mineral deposits, in the blower box of the device. This suggests the use of non-distilled water in the humidifier water chamber and also suggests that water escaped the water chamber and got into the blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed. Investigation can confirm the presence of contamination in the airpath and can confirm the presence of water ingress on blower box and blower and found no evidence of degraded sound abatement foam in the base unit.